Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction pump tubing organizer (pto) leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot f373 was conducted. There were no non-conformances related to this complaint. This lot met all release requirements. A review of kit lot f373 for the reported issue shows no trends. Trends were reviewed for complaint category, pump tubing organizer (pto) leak. No trends were detected for this complaint category. The assessment is based on the information available at the time of investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Investigation complete. (B)(4).

Event description:
The customer called to report a pump tubing organizer (pto) leak during the treatment procedure. The customer stated at approximately 297 ml of whole blood processed they noticed blood leaking from underneath the pto. The customer stated the leak occurred during the collect phase of the procedure. The customer stated they were unsure what component of the pto the leak was coming from. The customer aborted the procedure and did not return blood to the patient. The customer stated the patient was stable and planned to start a new procedure on a different instrument the same day. The customer will not be returning product for investigation.